Event description:
The customer stated they have noted high and imprecise mchc on patient samples tested on the cell-dyn 3700 due to hemoglobin imprecision. A patient generated a hgb result of 88.0 g/l and upon retest was 93.1 g/l. The sample was tested on another cell-dyn instrument with a hgb result of 83.7 g/l. No impact to patient management was reported.

Manufacturer narrative:
The customer technical advocate (cta) instructed the customer to clean the shear valve. The shear valve began leaking when disassembled and the customer was instructed to shutdown the instrument, clean valves 41, 43, 91 and reboot. This resolved the shear valve problem. The customer then cleaned the shear valve, ran an autoclean and checked precision. A field service representative (fsr) reconnected a loose valve control connector. The fsr replaced pinch valve tubing, cleaned the solenoid valve assembly, repaired the wic transducer assembly and cleaned rusted connectors. The fsr then verified operation of the instrument by running controls and precision. The event is covered in the operator's manual, 06h89-01, rev e. - the customer followed the recommendations on page 3-40 by repeating the initial sample on the same instrument and on another instrument. No incorrect results were reported out as a result. The troubleshooting section of the operator's manual (section 10: pages 10-60), identifies the shear valve as a possible source of inaccurate or imprecise hgb and recommends cleaning the shear valve. The shear valve cleaning revealed additional issues with the valves and initiated the fsr visit. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports for the months of july 2006 through december 2006 did not indicate any adverse trend for the cell-dyn 3700 analyzer, list 02h31-01. This is a final report.